Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of the stapler holes on a sleeve gastrectomy procedure, it is clear that during the closure of the anastomosis, the staples of first cartridge had poor staple formation. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.